Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported the battery depleted prematurely. The device was explanted and replaced. It was also reported that the patient's family stated that "the only reason he was going through this procedure was because of this faulty device". No patient complications were reported as a result of this event.